Manufacturer narrative:
Other applicable components are: product ID: 778-60, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3555-31, lot#: n419310, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 3555-31, lot# n419310, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that during a surgical procedure, a lead was implanted and there was no stimulation from the device. The lead was tested with a multi-lead trialing cable (mltc) at all three default settings and impedances were still ¿out of range.¿ a second mltc was used and impedances were still out of range with no stimulation being felt. The lead was removed and a new one was implanted which resolved the situation. Additional information received reported the mltc was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.